Manufacturer narrative:
Analysis: visual inspection of the returned device shows one end of the connector is broken off clean at the probe body. The broken port area of the probe body and the broken port itself appeared cloudy, which was likely due to the alcohol based disinfectant that was used on the product, as reported. The instructions for use for this device state, "do not use alcohol or alcohol based fluids on any surface of this device." Review of the device history record (DHR) for this product showed no abnormalities during the mfg process of this product. The product lot met mfg specifications when released for distribution. Conclusion: reduce performance of the device confirmed through analysis. User inteface contributed to the event. It was reported that the broken flow probe was not related to the pt outcome.

Event description:
Medtronic received info that this sterile flow probe broke after 5 days of ECMO, which resulted in a stoppage of flow. The pt required resuscitation. The flow probe was replaced without reported complication, and ECMO was again initiated. It was reported that sterilium (alcohol based disinfectant) had been used to clean the broken probe prior to use. Add'l info was received that the pt expired 1 week following this incident. It was reported that the broken flow probe was not related to the pt outcome. Pt specific info and listed cause of death have been requested, but have not been made available.